Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Upon review, there was no capture. The anti-tachycardia pacing (atp) was successfully delivered. Technical services (ts) was concerned with lead integrity and ability to convert a tachy arrythmia. The physician was not planning to revise this lead. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the surgical intervention of this lead and impact on the patient.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Upon review, there was no capture. The anti-tachycardia pacing (atp) was successfully delivered. Technical services (ts) was concerned with lead integrity and ability to convert a tachy arrythmia. The physician was not planning to revise this lead. This rv lead currently remains in service. No adverse patient effects were reported.